Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd alaris smartsite needle-free valves experienced device damage. The following information was provided by the initial reporter: when the product was in use, the joint was broken.

Manufacturer narrative:
H.6. Investigation: a 2000e china sample was not available for investigation, however the customer indicated that the complaint sample was from lot 21045804. The customer provided a photograph to assist the investigation, which shows that the tip of the male luer had been broken away from the rest of the smartsite component; stress marks were visible at the affected component. A review of the production records for lot 21045804 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the observed damage could not be determined, however previous investigations have indicated that similar damage can occur as a result of connection to a incompatible female luer, or due to the application of an external lateral force to the male luer component. In this instance it could not be determined which of these factors may have contributed to the customer's experience.

Event description:
It was reported that 5 bd alaris smartsite needle-free valves experienced device damage. The following information was provided by the initial reporter: when the product was in use, the joint was broken.